Event description:
It was reported that the water did not cool down on the arctic sun device since it had cooling malfunction. They found a mixing pump assembly problem and replaced. . As per review of (B)(6) on 22feb2023, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device underwent functional evaluation upon receipt, and the cooling issue was reproduced. The mixing pump assembly was replaced. After the repair, the device underwent functional evaluation and passed all applicable testing. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore, labeling review is not required. Correction: d,f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water did not cool down on the arctic sun device since it had cooling malfunction. . As per review of wo on 22feb2023, there was no patient involvement.